Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a loaner cusa excel 23khz straight handpiece (c2600) is cracked and overheating. Additional information has been requested.

Manufacturer narrative:
Updated fields: d4 (serial# and UDI), d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 23khz straight handpiece (c2600p) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the returned handpiece (hp) verified customer complaint as valid. The transducer was found to be twisted in the handpiece housing because the torque base was not (or not correctly) used, which is a user mistake. The housing has a crack, the handpiece is giving a cooling alarm, and annual maintenance needs to be performed. To resolve the issue, the housing and all o-rings of the coil form have been replaced, and a full function test including calibration and safety test according to the manufacturer's guidelines has been performed. Root cause - the root cause is confirmed as "cracked housing and overheating." Due to the handpiece being cracked it is no longer a sealed unit; air can enter the cooling system and trigger a cooling alarm. Due to the air in the system, the cooling water flow rate is reduced potentially resulting in insufficient cooling, causing the handpiece to heat up. Additionally, during the service it was noted that the handpiece had also been overtorqued. The issue of cracked housing is currently under investigation pending root cause and corrective action. However, there are no capas associated with "overheating." At present we consider this complaint to be closed.